Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, additional information received :there was no patient adverse events reported. Patient has been discharged and is fine.

Event description:
According to the reporter, during the procedure, the obturator would not fit down the trocar. No further details were provided regarding the patient outcome. The device was discarded and is not expected to be returned for evaluation.